Event description:
The event occurred before a procedure, during preparation for use. There was no patient involvement. The type of procedure was therapeutic.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root could not be identified. The investigation determined the a possible cause as a temporary internal malfunction and likely due to age related deterioration.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the first light of the level bar of the co2 cylinder did not light up at the co2 level display. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.